Manufacturer narrative:
Updated sections: d4, g4, g7, h2, h3, h6, h10. H3 correction: the device was discarded. H6 correction: device codes changed to failure to deliver energy. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. The hemopro 2 device was not receiving energy, and the cause was determined to be the extension cable. The cable was replaced and the procedure completed. No patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. The hemopro 2 device was not receiving energy, and the cause was determined to be the extension cable. The cable was replaced and the procedure completed. No patient injury.